Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified on the exterior of the balloon and blades and solidified contrast media was present within the balloon. No issues were noted with the tip or blades of the device. During analysis, the returned device was attached to an inflation device and a vacuum was pulled. A 0.014inch guide wire was inserted through the tip of the device which then exited at the guide wire exit port without issue. The device was inserted through a 6f guide catheter without issue. Positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified contrast media present within the balloon. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified contrast media before further inflation attempts were made. After soaking, positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material. The tear extended from 4mm distal to the distal end of the proximal marker band for a distance of 2mm distally. An examination of the marker bands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found that the hypotube was kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 23dec2015. The device was received with no reported issues. The 90% stenosed tandem lesion was located in the moderately tortuous and moderately calcified proximal end and distal left circumflex artery (lcx). A 10/3.50 flextome cutting balloon was used to treat the target lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's condition was good. However, device analysis revealed a longitudinal tear in the balloon material.